Event description:
During surgical procedure the tip of the acromioplasty electrode broke off in the patient's shoulder. A c-arm picture was taken and reviewed by both the surgeon and radiologist. No retained metal pieces retained.